Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was exhibiting a 31.5 second charge time following (1) one manual capacitor reformation.